Event description:
It was reported there were black, "mold-like" spots along the irrigation tube, which appeared like mold spots.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional info become available a f/u report will be submitted. (B)(4).